Manufacturer narrative:
Batch review performed on 08 july 2020: lot 187516: (B)(4) items manufactured and released on 05-dec-2018. Expiration date: 2023-11-21. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event. Lot 187517: (B)(4) items manufactured and released on 05-dec-2018. Expiration date: 2023-11-21. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation 1.5 years after hybrid tha (acetabular cup is not from medacta) the stem is found loose and replaced. The position of the stem in the pre-revision picture is suboptimal and cementation did not adhere to the bone, perhaps because of insufficient pressurization. We don't know if this condition was already existing after the index surgery as we only have the pre-revision images. The position and orientation of the stem, the undersizing and the poor cementation results are most likely the main causes for this loosening. Preliminary investigation as discussed with the r&d pm n.pastormerlo it is not possible to establish the root cause based on the pictures.

Event description:
Revision surgery performed due to stem loosening 1 year and 5 months after the primary.